Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator for radicular pain syndrome. It was reported that the patient had their devices removed in (B)(6) 2008 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.